Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays a piece on top of the black knob broke. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 02/23/2022 it was reported by a sales representative via sems that a ar-1560 pivotpost & clamps black knob to tighten down the clamp to the bed broke. This was discovered during an unknown time with no patient effect reported.